Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual evaluation to the unit contained in the packaging could not be performed due to the angle of the picture. No additional testing could be performed due to the nature of the sample. The reported condition therefore could not be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets had leaking issues. It was further reported that the leaks occurred where the t-connector attached to the actual IV catheter. This issue was identified during an unspecified process step. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.